Event description:
It was reported that the ilet stopped delivering insulin after continuous glucose monitor (cgm) readings were unavailable, and the user continued making meal and snack announcements without reconnecting the sensor or entering a blood glucose value; the user did not understand that dosing had stopped and required guidance, and a factory reset and education on correct meal announcement protocol were completed. No reported adverse clinical effects. Outcomes included no impact beyond interruption of automated dosing and user inconvenience. Investigation included review of device data, user interview, and guided troubleshooting. Investigation of this case revealed loss of cgm input leading to suspended dosing and user misunderstanding of system prompts and meal announcement use. It was concluded that the device functioned as designed in response to missing cgm data, and user education and a factory reset restored intended operation.